Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial reporter information was updated. There were no further complications or anticipations with the event.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that the patient had pain at the implant site during the implant procedure which occurred on (B)(6) 2017 in the late afternoon. The caller was a family/friend and they stated the patient told them they were screaming because it was hurting so bad during the implant of the trial lead. The caller stated that the patient did tell the doctor about it. The patient stated that they took a pain pill last night because it still hurt. It was also reported during the call that the patient had no stimulation sensation. The caller stated that the manufacturing representative turned the stimulation on yesterday right after the procedure and set it at 1.5 because that was where the patient felt it. Then the rep turned the stimulation off and told them to turn the stimulation back on after they arrived home. The caller reported that they turned the stimulation on in the evening and suddenly the patient wasn¿t feeling it. They increased and it still didn¿t help. While on the call it was confirmed the stimulation was on at 1.7. The caller and patient were going to track their symptom results and increase the setting as needed based on the symptom results. The caller stated that the rep was going to call later and they would discuss the issue with the rep. It was later reported that the 3531 was switched out and that the patient did not get any symptom relief. Manufacturer representative reported it was thought that the patient did not feel any stimulation because the wires migrated. There were no further complications reported/anticipated.

Manufacturer narrative:
Update on the supplemental regulatory report for the new information. Aware date for new information was on 2017-12-04. If information is provided in the future, a supplemental report will be issued.